Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative found that the reported cable was causing an intermittent failure of ac to the imaging system due to being damaged. Replacement of the cable resolved the issue. No further issues were reported. Reported cable was returned to manufacturer for analysis, however, findings are not yet available as it is currently being evaluated. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system's umbilical cable was damaged and needed to be replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. The reported event wast duplicated by medtronic personnel. During investigation, the mvs interface cable failed bench testing. Continuity test failed with an open between lemo pin # 6 and small diameter ground lug j8 pin # 2. 100t passed, visual inspection passed, and gbit test passed. The hardware investigation found that reported event was related to a hardware electrical failure, open cable.